Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference#: (B)(4).

Event description:
It was reported that during the procedure the deficit began to rise rapidly and the doctor realized she had perforated the patient uterus. The anesthesiologist administered pitocin to contract any blood or fluid from the uterus. Bleeding was minimal and patient vitals were normal. The doctor will monitor the patient. No further information available.